Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen drifts and does not respond correctly. It was reported there was no patient involvement at the time the issue was discovered. The customer also stated that the touchscreen will calibrate but the reported issue was not resolved. The remote service engineer (rse) provided the customer with the part number for the touchscreen to order and replace. Device evaluation and repair are pending.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.